Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the customer noted that the bowl of a single site curved cannula could rotate feely around the shaft. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube was able to move with respect to the bowl feature. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect if to reoccur could cause or contribute to an adverse event.